Manufacturer narrative:
Exact date unknown, approximated based on the explant date. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500 model: sc-2218-50 serial: (B)(6) batch: 18437601. Product family: scs-lead fixation upn: m365sc43160 model: sc-4316 batch: 18490190.

Event description:
It was reported that the patient was having loss of simulation. The patient underwent an explant procedure. All explanted devices were not returned.